Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 374 mg/dl. Customer states the display was not blank less than 30 seconds and did not return. Customer stated that the battery cap was neither damaged nor corroded. Customer also stated that the insulin pump received failed battery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify failed battery alarms, low battery alert, and power loss alarms due to blank display. Also, received with moisture damage on the motor and force sensor. (B)(4).